Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. Prior to closing the pocket, the physician x-rayed the right atrial lead and observed the lead had moved. The lead thresholds were tested and physician decided the numbers were acceptable and left the lead in its current position. The patient was stable before, during, and after the case.